Manufacturer narrative:
Insulin pump passed displacement test. Pump error 63 alarm during self test and pump error 4 alarm confirmed in the insulin pump history due to broken trace on keypad assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported insulin pump had hardware low level failures error after performing self test. The customer¿s blood glucose was unknown at the time of incident. The customer also report that the insulin pump had the motor arm cannot communicate with the main arm and customer was able to clear the alarm and able to complete insulin pump rewind. The customer was advice the insulin pump will need to be replaced. Advice to discontinue use of the insulin pump and revert to backup plan per health care professional instructions. The insulin pump will not be returned for analysis.